Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for event. Treatment rendered for the event and outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. On additional information is available.